Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n407144, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a patient took a fall yesterday and when she went to synch to her implantable neurostimulator (ins) she saw the ¿ins in the box¿ message on the screen. It was confirmed that the caller saw the message today. It was stated that after interrogating with the 8840 the screen was no longer seen. It was stated that impedances and therapy were okay. It was noted that the caller did not know whether the patient used the antenna locate feature but ¿wouldn¿t think so.¿ it was further stated that the patient was given the manufacturer¿s representative¿s contact information if there were further questions or problems. It was noted that at the time of this report the manufacturer¿s representative had not heard any further and they assumed everything was working as it should.

Event description:
Additional information received reported that the patient saw the "ins in the box" screen on the patient programmer again. The patient was using the antenna locate (al) feature during the charging process. The manufacturing representative met with the patient in the clinic. Troubleshooting was performed and the reported issue was resolved. It was noted that the issue occurred during the al feature. If additional information is received, a supplemental report will be sent.